Event description:
It was reported that there was an infection. It was noted that the patient may have had a urinary tract infection or a bladder infection. A culture was taken 2013 (B)(6). There was a loss of therapeutic effect. It was noted that it did not seem like the implant was working at all. It was further noted that when they ¿turned it on it would say that it was not on.¿ stimulation was at 4.0 but was decreased to 3.7. Patient was experiencing discomfort and acute pain. Stimulation was decreased to 3.5 and was a more comfortable setting for the patient. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a bladder infection 3 weeks after implant and had it 7 times since implant. Times they turned off the ins and it had been off for months. When the patient left the hospital the ins was working. They changed to program 1 at 4.3 and changed to program 2 at 3.8.

Event description:
Additional information received from doctor¿s office noted no diagnostics had been performed on the device. The patient experienced 2 bladder infections, one on (B)(6) 2013 and one on (B)(6) 2013. The bladder infections were not considered to be related to the device.

Manufacturer narrative:
Product ID: 3889-28 lot# va006yw, implanted: 2013 (B)(6), product type lead product ID: 3037, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).